Event description:
The device was returned from customer for service for a reported failure code 804:54. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.